Manufacturer narrative:
On (B)(6)2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during an atrial fibrillation (afib) cardiac ablation procedure, the entire hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was loose and rotated on the handle. The non-sheath section was confirmed to be broken or separated. No blood leakage was observed. There¿s no mention that air entered the patient¿s body. No patient consequences were reported. Device evaluation details: according to pictures and video provided by the customer, the hub is loose. The physical complaint device was also visually inspected, and it was found in good conditions. A functional test was performed by introducing the dilator and one smart touch catheter into the sheath, no resistance or friction was observed. Then, the sheath was connected to the cool flow pump and it was irrigating correctly. A device history record was performed, and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed since no issues were observed during the product investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) cardiac ablation procedure, the entire hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was loose and rotated on the handle. The non-sheath section was confirmed to be broken or separated. No blood leakage was observed. There¿s no mention that air entered the patient¿s body. No patient consequences were reported. Although the sheath hub was not reported to be detached from the sheath, this event is being conservatively reported as ¿hub detachment¿ since the hub was loose. The loose hub is an MDR-reportable issue.